Manufacturer narrative:
The getinge field service engineer (fse) that performed the evaluation of the iabp unit was not able to reproduce the reported issue.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a system failure. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person), h4.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a code 66 alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11 corrected fields: b5, e (occupation, health professional? And event site email), h6 (investigation findings, health effect ¿ impact codes, investigation conclusions) upon completion of our investigation, a supplemental report will be submitted.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the main board due to code 66. The crm assembly was also replaced due to cosmetic, and replaced missing concealment labels. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a system failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.